Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure the doctor found the tip of the autotome rx sphincterotome to be irregular; it appeared to be shrunken and the jagwire cannot pass easily. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the preliminary investigation results; cracked tip.